Manufacturer narrative:
The event unit was not returned for evaluation. In the absence of the subject device, it is difficult to determine the root cause of the event. A review of the manufacturing records for this lot confirmed that the product passed all manufacturing and quality inspections. The root cause is likely component damage due to similar related experiences. Applied medical is currently researching possible device enhancements intended to further minimize the potential for this type of event to occur. Although the root cause of the event could not be determined, applied medical will continue to monitor its vigilance system for trends and take appropriate actions as necessary. This report is being filed as a result of a re-review of applied medical complaints received between june 1, 2014 and may 31, 2016. This retrospective review was associated with a quality management system (qms) compliance action plan developed and presented to FDA to address an april 10, 2015 warning letter. Applied medical has revised its MDR reporting criteria to be more conservative and has improved complaint handling and MDR reporting processes. The reviews ensured that recent reportable events were appropriately identified and reported to the designated regulatory authority((B)(6)). This report, which represents the initial and final reports combined, is being submitted based on the findings of that retrospective review. In accordance to 21 cfr 803.56, if additional information is obtained which was not known or was not available when this report was submitted, then a supplemental report will be submitted to the FDA.

Event description:
Procedure performed unknown - "this device, second one in the same procedure, was working quiet good from the beginning, but after minutes of usage, suddenly, the plastic 'cover' on one of the jaws came loose and we stop immediately to use the device. We took a 3rd device, which was working properly and we've finished the case with it. The plastic grey outside of the jaws suddenly let loose around the tip of the jaws after the surgeon had used the device for approximately 15-20 successful seals. Patient status - ok.